Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined. The event is consistent with an unknown pre-analytical handling issue.

Manufacturer narrative:
The field service engineer found there was likely a sample quality issue. He ran precision, which recovered within guidelines, and a passing instrument check. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft3 iii results for one patient from the cobas e 801 module. The initial tsh result was 0.0781 uiu/ml and the initial ft3 result was 18.2 pg/ml. These results were reported outside of the laboratory, and were questioned by the provider. The repeat tsh results were 1.72 miu/ml and 1.75 miu/ml. With 1:10 manual dilution, the results were 1.69 miu/ml and 1.81 miu/ml. The repeat ft3 results were 2.67 pg/ml and 2.90 pg/ml. On (B)(6) 2020, the repeat tsh results were 1.66 miu/ml and 1.71 miu/ml. The repeat ft3 results were 2.91 pg/ml and 2.86 pg/ml. The tsh reagent lot number was 44070400 with an expiration date of 31-mar-2021. The ft3 reagent lot number was 43805900 with an expiration date of 31-jan-2021.